Event description:
It was reported that the patient had urinary tract infection. The representative advised the patient of proper cleaning process. It was noted that the patient had been using the purewick products for less than 90 days. Per follow up via phone on 08mar2023, it was reported that the customer did seek medical attention and the urinary tract infection was not confirmed to be caused by the wicks. Customer was not currently wicks.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible ". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: maintenance: replace the purewick¿ female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick¿ female external catheter warnings: discontinue use if an allergic reaction occurs." To avoid potential skin injury, never push or pull the purewick¿ female external catheter against the skin during placement or removal. Never insert the purewick¿ female external catheter into vagina, anal canal, or other body cavities. "Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter having frequent episodes of bowel incontinence without a fecal management system in place experiencing skin irritation or breakdown at the site". Experiencing moderate/heavy menstruation and cannot use a tampon always assess skin for compromise and perform perineal care prior to placement of a new purewick¿ female external catheter. " recommendations: perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. Ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had urinary tract infection. The representative advised the patient of proper cleaning process. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention is unknown. Per follow up via phone on 08mar2023, it was reported that the customer did seek medical attention and the urinary tract infection was not confirmed to be caused by the wicks. Customer was not currently wicks.